Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified as a defective inspiratory valve (msp160555). The correction of this current event consisted in the exchange of the inspiratory valve (msp160555).

Event description:
The following was reported to hamilton medical ag: customer complain that device alarmed high o2 and seems to deliver 100% when reconnectd to pat. And set to 80%. Customer report: hello! We had the following event now on 02.12.23: patient extubated. Running in spot with low effort. Patient must be reintubated 15-20 minutes afterwards. The ventilator is in standby in the meantime. Resumed ventilation in pcv+ and set to 80% oxygen when the ventilator is reconnected. The ventilator then gives an alarm for high oxygen. I'm not present and available when this occured, so I don't have the chance to look at it. They replace the ventilator. When I test it afterwards, the measured o2 is constantly at 100%, regardless of setting. Alarm for high oxygen comes after a minute or so. When I try to calibrate the o2 sensor I get a technical error, appears in one of the images. See attached photos from testing. I assume the device need to be checked and serviced, so I'll take it out of use and put it in the corridor here. The circuit which was used is in a bag on the side of the ventilator, just in case it's interesting.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified as a defective inspiratory valve (msp160555). The correction of this current event consisted in the exchange of the inspiratory valve (msp160555). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: customer complain that device alarmed high o2 and seems to deliver 100% when recconnectd to pat. Andset to 80%. Customer report: hello! We had the following event now on 02.12.23: patient extubated. Running in spont with low effort. Patient must be reintubated 15-20 minutes afterwards. The ventilator is in standby in the meantime. Resumed ventilation in pcv+ and set to 80% oxygen when the ventilator is reconnected. The ventilator then gives an alarm for high oxygen. I'm not present and available when this occured, so I don't have the chance to look at it. They replace the ventilator. When I test it afterwards, the measured o2 is constantly at 100%, regardless of setting. Alarm for high oxygen comes after a minute or so. When I try to calibrate the o2 sensor I get a technical error, appears in one of the images. See attached photos from testing. I assume the device need to be checked and serviced, so I'll take it out of use and put it in the corridor here. The circuit which was used is in a bag on the side of the ventilator, just in case it's interesting.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: customer complain that device alarmed high o2 and seems to deliver 100% when reconnected to pat. And set to 80%. Customer report: hello! We had the following event now on 02.12.23: - patient extubated. Running in spont with low effort. Patient must be reintubated 15-20 minutes afterwards. The ventilator is in standby in the meantime. Resumed ventilation in pcv+ and set to 80% oxygen when the ventilator is reconnected. The ventilator then gives an alarm for high oxygen. I'm not present and available when this occured, so I don't have the chance to look at it. They replace the ventilator. - when I test it afterwards, the measured o2 is constantly at 100%, regardless of setting. Alarm for high oxygen comes after a minute or so. - when I try to calibrate the o2 sensor I get a technical error, appears in one of the images. See attached photos from testing. I assume the device need to be checked and serviced, so I'll take it out of use and put it in the corridor here. The circuit which was used is in a bag on the side of the ventilator, just in case it's interesting.